Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due a femur fracture. During the revision surgery, the surgeon noted that the coating was coming off of the stem.